Event description:
It was reported by service report that the head left timing linkage was broken and the communication cable for the nurse call had bent pins. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
Result: timing linkage.